Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used pencan 25gx3 1/2" (88mm)m.fk-EU/ap/sa without packaging and one sample in original closed packaging. The returned samples were taken to a visual examination. The used pencan cannula is broken off approx. 50 mm behind the cannula hub. We detected kinks approx. 60 mm and 70 mm behind the cannula hub. At the tip of the cannula no damages were detected. The structure of the break shows that the cannula was bent before break. At the original packed sample we detected no damages. In addition, the outside diameter of the pencan cannulas were measured according to drawing. Nominal-value: 0.53 mm +0.01/-0 mm. Actual-values: used sample = 0.53 mm. Actual-values: unused sample = 0.53 mm. The measured values (outside diameters) of the pencan cannulas are within the specification. With regard to the used sample we assume problem during application. Review of manufacturing records: any abnormality was not found. Stiffness test; batch no.18c20h8b21 - retention sample - standard: max 0.43mm span 10.0mm load 7n result: 0.350mm - pass - this complaint is not confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): needle tip is broken off